Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient walked into a supermarket and started to feel "funny and woozy" and then the device fired. The patient went in to have the device checked and was told that the device fired appropriately. Since then, the patient has gone back to that supermarket and feels the same sensations of being woozy. No further patient complications have been reported as a result of this event.